Event description:
It was reported that during a laparoscopic achalasia of esophagus procedure, the tissue pad was detached out of the body. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.